Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: e1. Due to character limit in e1.: full initial reporter's name: (B)(6). A getinge field service engineer (fse) evaluated the unit. The fse reported that the membrane leak diff. Pressure was consistently failing. The safety disk (0202-00-0140) and pim assembly (0997-00-1178) was replaced due to an unplug message appearing at the start of the leak test despite no lure plug being connected. The tidal volume disk, and o-ring were replaced as a part of maintenance. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing department received the following parts associated with this complaint: pn: 0202-00-0140 rev k, sn: (B)(6). Safety disk. Pn: 0997-00-1178 sn: (B)(6). Pneumatic module assy. These parts were received with a reported unit failure message of ¿leak test failure.¿. The failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed safety disk and pneumatic module assy, into the cardiosave test fixture sn: (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and all manifold leak tests. The fat dept. Verified the failure message of ¿leak test failure¿ with result of membrane leak 7mmhg. During separately tested of both parts, the fat could not verify the failure message of ¿leak test failure¿ for pneumatic module assy. However, safety disk was failed with result of membrane leak test 7mmhg. Retaining both parts in the fat dept. Per procedure.

Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) had safety disk leak test failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.